Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00mm x 28mm synergy drug-eluting stent (des), the proximal edge of the stent was found to be lifted. The device was replaced with a different size of synergy des and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis with a non-bsc balloon catheter. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00mm x 28mm synergy¿ drug-eluting stent (des), the proximal edge of the stent was found to be lifted. The device was replaced with a different size of synergy des and the procedure was completed. No patient complications were reported and the patient's status was good.